Manufacturer narrative:
(B)(4). Upon receipt by mentor, the device was received without fluid. No foreign material was observed within the device and on the shell surface. Device appears clean. No anomalies were discovered. Leak testing revealed a rent that measured approximately 0.2cm in length on the radius of the expander on the anterior aspect. A microscopic examination of the edges of the rent in the shell of the device revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Mentor performs 100% inspection and testing of all devices prior to release. A root cause of the failure could not be determined. Conclusion: according to the information provided, it was reported the packaging was not sealed and implant was ruptured. Device appears clean. No anomalies were discovered. Leak testing revealed a rent that measured approximately 0.2 cm in length on the radius of the expander on the anterior aspect. A microscopic examination of the edges of the rent in the shell of the device revealed parallel striations. In regards to the failure about package not sealed, the implant was not received on its original package, therefor no further analysis were able to be performed. The device history record (DHR) of lot number 6916345 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition a lot history review of 6916345 was performed and no other complaints were reported for the same lot number. The failure regarding rupture was confirmed however the sealed package issue was not confirmed, neither the root cause.

Event description:
It was reported that the package was not sealed. The implant was ruptured. Multiple attempts have been made to obtain clarification on this event. However, no further information has been made available.